Event description:
Technical support of manufacture was inform that head siderail spring was missing and it was additionally mention that a nut of transfert plate was also missing. There was no further consequence that were reported.